Manufacturer narrative:
This report is filed on november 01, 2017.

Event description:
Per the patient's surgeon, the patient experienced poor performance with device use as a result of incorrect placement of the electrode array. Subsequently the device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.